Event description:
It was reported to resmed that a patient using an astral 150 device expired while in the hospital. White, pollen-like substance, dust-like particles allegedly came out of the patient's device. The patient switched devices, her medical condition worsened and she subsequently expired. The patient complained of her non-resmed brand mask leaking or not working correctly.

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation can be performed. The astral device has not been returned, therefore, resmed is unable to confirm the allegation at this time. If further information becomes available, a supplemental report will be submitted. Mw5147232. Resmed reference#: (B)(4).